Event description:
Reference number (B)(4). Event occurred in the united states it was reported that patient faced infusion set cannula crimped event on 18-aug-2024. The event occurred within 3 hours of insertion and the insertion site was at back of arm or belly . The patient resolved the event by replacing infusion set and resumed insulin deliveries successfully. No further information available.